Event description:
It was reported that the user could not find the freestyle libre 3 plus option when switching cgm sensors on the ilet, then mistakenly paired the sensor to the freestyle libre app instead of pairing through the ilet, which prevented ilet connection; firmware was updated, ilet was switched to fsl, and the user plans to place a new sensor after contacting the sensor supplier. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to an incorrect setup procedure, with no applicable device subcomponent implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."